Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Corrected information: change from adverse event to product problem. Change from serious injury to product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/13/2016 and is as follows: patient alleges that a cook gunther tulip filter was placed on (B)(6) 2014 for pe prevention. Patient alleges that outcomes attributed to the device include: requirement for frequent monitoring and fear that the filter may malfunction. Patient alleges no attempts to retrieve the device.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00296. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00784, follow up #1. This was in reference to william cook (B)(4) MFR report # 3002808486-2016-00296. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. No notes of relevance on found on the work order, nor on filter lots. No other complaints received under the same lot. There is no evidence to suggest the device was not manufactured to specifications. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014 at (B)(6) hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation: no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. No notes of relevance on found on the work order, nor on filter lots. No other complaints received under the same lot. There is no evidence to suggest the device was not manufactured to specifications. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014 at (B)(6) memorial hospital in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.